Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on 08/31/2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 into the buttocks. On (B)(6) 2015, the patients mother reported the patient was sluggish, she checked the cgm system and it showed a value of 96 mg/dl. The patients mother proceeded to check the patient bg value with a bg meter and the value was 40 mg/dl. The patients mother admitted the patient into the emergency room. The patient stayed under observations for four days. He was then released to go home with his mother. The patient's mother did not report any additional injury or medical intervention. At the time of contact the patient was reported as being at home and healthy.